Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify sensor errors/auto mode anomaly due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that they were unable to get into auto mode. Customer's blood glucose level was 152 mg/dl. The customer also reported that he believes the insulin pump will not allow it and there was something wrong with the software in his particular insulin pump. Insulin pump will be returned for analysis.